Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), did not reveal any device-related issues and a direct correlation between (B)(4) and the reported event could not be conclusively determined. Furthermore, review of the log file provided by the account confirmed low flow alarms; however, a specific cause for these events could not conclusively be established through this evaluation. (B)(4) was returned assembled with the driveline (dl) severed approximately 3¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned detached from the outlet elbow. The sealed outflow graft bend relief was returned secured to the graft attachment. The bend relief collar was returned detached from the outflow graft and bend relief hardware. Examination of the sealed inflow and outflow conduits revealed a small deposition of tissue-like clotted blood within the lumen of the sealed outflow graft. The loose structure and lack of lamination of this deposition suggests that it developed acutely. Furthermore, this deposition potentially could have formed due to blood being stagnant within the device upon explant of the hmii lvas. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 2 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was found unresponsive at home, and was taken to outside hospital emergency department (ed). The patient was intubated, and transferred to (B)(6). Upon arrival, patient was noted to be asystolic and had been having low flow events during transport for which ems changed the batters. During code blue, rpms decreased by provider in ICU; noted low speed advisory. Resuscitative efforts were terminated. The log file analysis showed 1 observed low speed advisory, which was caused by a pump stomp command given on (B)(6) 2019. The pump set speed was also set below the set low speed. Through patient outcome, the patient was found unresponsive and expired due cardiac arrest on (B)(6) 2019.